Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "vfc tubing flew off cpc fitting" (connection issue). A customer reported while injecting fluid, the tubing flew off the pneumatic connector. No add'l info was rec'd. There was no pt impact and the surgery was completed.

Manufacturer narrative:
A company service rep examined the sys and was unable to duplicate the reported problem. The air/fluid controller pcb was replaced for diagnostic purposes and was sent to MFR for in-house testing. A leaky 30 psi regulator was also replaced. The sys was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).